Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm meter blood glucose. Customer's blood glucose at time of incident was unknown. Customer was assisted with clearing the alarm and found the customer hasn't calibrated and next calibration time was overdue. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 544 mg/dl. The customer stated that she has running high since she started the pump on friday. Customer was advised to contact her health care provider to see if her settings needs adjustment.